Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of a clinician holding the port in which catheter was completely broken, and part of the catheter was noted inside the cathlock. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient was implanted with a powerport m.r.I. Isp, and the surgery went smoothly. Postoperative x-ray showed that the catheter tip was located at the upper edge of t6. Before the patient underwent chemotherapy on (B)(6) 2025, the physician found that the patient had pain in the chest wall after flushing the tube and suspected that the catheter was allegedly fractured. An x-ray taken on the morning of (B)(6) 2025, showed that the catheter had a crease. Additionally, leakage and fluid extravasation were detected during cannula flushing. The surgeon removed the port and found that the catheter was fractured. The patient experienced discomfort. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient was implanted with a powerport m.r.I. Isp, and the surgery went smoothly. Postoperative x-ray showed that the catheter tip was located at the upper edge of t6. Before the patient underwent chemotherapy on 8 august 2025, the physician found that the patient had pain in the chest wall after flushing the tube and suspected that the catheter was allegedly fractured. An x-ray taken on the morning of august 8 showed that the catheter had a crease. Additionally, leakage and fluid extravasation was detected during cannula flushing. The surgeon removed the port and found that the catheter was fractured. The patient experienced discomfort. The current status of the patient was unknown.